Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 8010047-2021-13462 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of (B)(4), it was found that there was the brush in the suction channel. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.